Event description:
The customer reports a total of six patients diagnosed with new delhi metalo-beta-lactamase1 (ndm) producing e. Coli after endoscopic retrograde cholangiopancreatography (ercp) procedures using one of three evis exera ii duodenovideoscopes. Case with patient identifier (B)(6) reports patient 1 of 6 diagnosed with ndm producing e. Coli after an ercp case with patient identifier (B)(6) reports patient 2 of 6 diagnosed with ndm producing e. Coli after an ercp case with patient identifier (B)(6) reports patient 3 of 6 diagnosed with ndm producing e. Coli after an ercp case with patient identifier (B)(6) reports patient 4 of 6 diagnosed with ndm producing e. Coli after an ercp case with patient identifier (B)(6) reports patient 5 of 6 diagnosed with ndm producing e. Coli after an ercp case with patient identifier (B)(6) reports patient 6 of 6 diagnosed with ndm producing e. Coli after an ercp (this report) in this complaint, the customer reports two days after an ercp for the indication of suspected bile leak, the patient was diagnosed with ndm producing e.coli (in peritoneal fluid). This was sent to the state lab for confirmation and sequencing. The patient was treated with bactrim ds. The patient's current condition is reported as "alive and hospitalized." There was no malfunction of the tjf-q180v scopes during the ercp procedures. Three of the facility scopes have been cultured (results not provided). The facility describes their reprocessing procedures as follows: "we follow the olympus IFU for scope reprocessing. We use cantel medivators (automated reprocessor) with rapicide for high-level disinfection. Additionally, we protein test each ercp scope." We bring in the endoscopic support specialist (ess) and olympus sales rep when we purchase a new scope model or if there is a change to the instructions for use (IFU). We currently meet and exceed the original equipment manufacturer (OEM) IFU for endoscope training to ensure patient safety. Clinical engineering is routinely in contact with our OEM scope vendors to monitor any changes to the ifus. The previous scopes have been replaced with the latest scope model with detachable single use parts. Ess training is scheduled. The customer declined offer to dispatch ess sooner. The customer further stated we are happy to share best practices and how we improved the situation to ensure patient safety as we finalize our report.